Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. No intervention or patient symptoms were reported.

Manufacturer narrative:
Analysis narrative: final analysis found lead insulation degradation at 4.9 cm from the connector pin. The damage found likely resulted in the reported noise.

Event description:
New information indicated that the lead was explanted.